Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device was returned to a third-party service center for investigation. Upon evaluation, the service center retrieved and reviewed the device logs; no error codes were identified. Both internal and external inspections revealed no cosmetic damage. The device is currently pending final confirmation for scrapping. The manufacturer has updated section h coding in this report.

Event description:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.